Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, the patient began feeling unwell and became disoriented to the extent that he was unable to perform a fingerstick blood glucose (fsbg) test. His daughter called emergency medical services (ems). While enroute to the hospital, paramedics obtained an fsbg measurement of 39 mg/dl, while the cgm was displaying 179 mg/dl. The patient was administered an oral medication to raise his blood glucose; however, he could not recall the name of the medication. Upon arrival at the emergency room (ER), the patient received intravenous (IV) fluids. Due to his condition at the time of the event, he was unable to recall the diagnosis provided in the ER or whether any additional medications were administered. He was also unable to recall whether any additional fsbg measurements were obtained during the ER visit and could not provide any other cgm or fsbg values beyond those recorded in the ambulance. The patient remained in the ER for approximately 2 hours and was discharged the same day and was doing well. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).